Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was stable prior, during and post procedure.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the implantable cardiac defibrillator exhibited an episode of non-sustained ventricular oversensing and noise was noted on the right ventricular lead. No further information was available.

Manufacturer narrative:
(B)(6) 2017.